Event description:
An x-ray procedure was being performed when this system started smoking. The system was unable to come to ready due to this component failure.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.